Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an ask surgery the coating at the probe is coming off. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-9831 serial/batch number (B)(6) was received for evaluation. Visual inspection revealed that part of the black material covering the shaft was chipped and coming off. It was also noted that the head of the ablator was blackened, indicating that the device was possibly run without irrigation. The most likely reason for the reported failure is user error, specifically using the device to open the site and/or the tip of the device making contact with another instrument during use. Direction for use (dfu) e. Precautions. 5. Do not use excessive force when inserting or removing the rf probe. Do not insert the rf probe into an obstructed passageway. Patient injury and or product damage may occur. 6. Do not use an rf probe as a lever to enlarge the surgical site or gain access to tissue, which may result in a bent or damaged rf probe. 7. Always keep the tip of the active rf probe completely immersed in conductive irrigation fluid (saline, ringers¿ lactate, etc.), regardless of the type of arthroscopic surgery being performed. Do not use pre-warmed conductive irrigation fluids as this may result in tissue damage or thermal injury. F. Warnings. 8. Do not contact metal objects while the rf probe is activated, as this may cause damage to the rf probe. 12. Do not make contact with an arthroscope during activation of the rf probe as it may damage the rf probe and/or scope. 13. Do not use metal cannulas as they may damage the rf probes¿ insulation or create an alternate current path (capacitive coupling) resulting in an unintended burn. Use of all plastic cannula systems will help to avoid this problem.